Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) had declared elective replacement indicator (eri), and that premature battery depletion was suspected. A guidant technical services (ts) consultant reviewed a save-to-disc for this device, and discussed that the device had exhibited normal battery depletion, based upon this data. Guidant received information that this device was explanted and replaced.